Event description:
The patient reported pain at the implantable pulse generator (ipg) implant site as well as referral pain in their shoulder and back. Follow up with the patient¿s clinic indicated the ipg appears to become displaced with certain movements. A pocket revision was scheduled but then cancelled by the patient the same day. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead, implanted (B)(6) 2004. (B)(4).